Manufacturer narrative:
As reported, patient had rash post implant of ventralight st mesh. Based on the information provided at this time, no conclusion can be made as to the degree to which the device, may be causing or contributing the patient¿s reported symptom. Allergic reaction is a known inherent risk of surgery and is listed in the adverse reactions section of the instructions for use, supplied with the device as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (12-jul-2024) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, patient had rash post implant of ventralight st mesh. There has been no additional medical or surgical intervention reported at this time.